Event description:
Bleeding for nearly 8 months [genital bleeding]. Case description: serious, listed and related (incident). This is solicited case report received from a consumer in united states via social media on (B)(6) 2014 referring to herself. The female consumer of unspecified age was involved in an active online listening, study number: (B)(4)/aol (study description: essure generic active online listening) and experienced bleeding for nearly 8 months. Past drugs included iud (intra-uterine device). No info given on consumer's history, concurrent conditions and concomitant medication received. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. The consumer experienced bleeding for nearly 8 months after she had her iud out and her essure implants placed. She was given hormonal treatment to stop the bleeding, but it did not work - she tried for 6 months, but the bleeding got worse. The treatment left her with some hormone issues she was still dealing with. The consumer then went with hysterectomy and had her uterus, cervix and fallopian tubes removed. She was only in the hospital overnight and the surgery gave her almost instant relief. No further info was provided. Follow up info received on (B)(4) 2014. No further info available. Contact info of reporter incomplete. Case closed. Company causality comment: this is a solicited case report received from a consumer via social media referring to herself. The female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced bleeding for nearly 8 months. Bleeding for nearly 8 months is serious as medically significant and listed event according to ref. Safety info for essure. Temporal relationship between event and essure therapy is plausible and an alternative explanation is not available. A causal relationship between them cannot be excluded (related). Bleeding for nearly 8 months is regarded as incident.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.